Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional findings not related to customer reported complaint: the instrument was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a loose steel cable, preventing the clamp from functioning. The procedure was completed with no reported injury.